Event description:
It was initially reported that there was an extension breakage and replacement. Subsequent information stated that the extension had no issue and an impedance error occurred intra-op. It was stated that "2000 ohms was checked after connecting [the neurostimulator to the system]" and therefore the extension was replaced. There was no patient outcome provided. Additional information had been requested, but was not available as of the date of this report.

Event description:
Follow up information obtained reported that the replacement surgery was successfully completed and the new implantable neurostimulator worked well. Impedance measurements were noted to be "okay" when checked. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 7482-51, serial# (B)(4), implanted: unk, explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of lead model # 7482-51, serial # (B)(4) found no anomalies. (B)(4).

Manufacturer narrative:
Extension model 7482-51, serial# (B)(4), implanted: na, explanted: na, (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.